Event description:
The dental implant fx3608swc was removed on (B)(6) 2020 due to failure to osseointegrate 11 months after implantation. The patient has no significant medical history. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.